Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath and feeling unwell. Frequent intermittent loss of right ventricular (rv) capture was observed on the implantable pulse generator (ipg). It was determined that the capture management was incorrectly programmed to account for the rv lead thresholds, and was unable to properly adjust capture. The ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient also felt tired.